Manufacturer narrative:
*The following sections have corrected information: (d1) brand name. (D10) concomitant device(s): ((B)(6)) 02-012-45-3535 - lgc tibial fit tray cem sz 3.5f / 3.5t ((B)(6)) 02-010-03-0235 - logic cr femoral cem, left, sz 3.5 ((B)(6)) 200-02-32 - three peg patella 32mm.

Manufacturer narrative:
D4: corrected. G4: corrected. H6: corrected health effect, medical device, component, and investigation clinical codes.

Event description:
It was reported that this 64 y/o male patient's left knee was revised. The patient had an original exactech left total knee replacement. The patient returned to surgeons office complaining of pain, swelling, and dissatisfaction with their left primary knee. The poly and a recalled implant were in question. The poly implant was broken posteriorly in a couple of pieces that were removed from the wound/joint. The patient underwent a tibial poly implant swap. Patient was last known to be in stable condition following the event. Product not returning: implants are sent to the lab and legal. Not given to the representative.

Manufacturer narrative:
(H3) pending evaluation (d10) concomitant device(s): cr femoral component sz 3.5 left. Tibia component cemented 3.5f/3.5t. Patella implant - unknown size,